Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "backup alarm failed" message. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated by a service engineer (se), and it was reported that the "backup alarm failed" error message was confirmed in the event log. The se noted that the central processing unit (cpu) was replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips for failure investigation. The technician documented the following details; secondary alarm failure has been previously investigated. Testing of this cpu with the accusation of a backup alarm failed with diagnostic code 1104 has been analyzed. The results of the testing of this cpu have resulted in a no problem found.